Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient was experiencing "skipped beats." The patient was referred to their physician. Attempts to obtain additional information were unsuccessful. The leadless implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.